Event description:
Information received with return of the explanted device notes premature battery depletion and atrial flutter.

Manufacturer narrative:
H6-final analysis found that the device was at end of life due to a high current drain that depleted the battery. The high current drain was caused by a discrepant analog integrate circuit.